Event description:
It was reported the pt is experiencing sharp pain at his mid-back lead incision site in addition to ineffective stimulation. The pt stated the pain has never truly resolved and is now worse than the chronic pain he was initially implanted for. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.